Manufacturer narrative:
The returned sample was visually inspected and was found nonconforming with a misshaped appearance to the cannula. Functional testing could not be performed since the trocar blade nor other components were not returned. A dimensional test could not be performed due to the damage of the trocar cannula. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was found to be visually non-conforming, therefore a product fit issue as described by the customer was confirmed; however when and how the cannula of the trocar became damaged could not be confirmed and a root cause cannot be determined from the evaluation performed. The exact root cause for the damaged trocar sample is unknown, therefore specific action with regards to this complaint cannot be taken. All trocar assemblies are 100% inspected for gage size. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been returned for evaluation; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Because a sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All trocar assemblies are 100% inspected for gage size. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that it was difficult to switch the light pipe and the cutter without pulling out the trocar; the instruments were stuck. The trocar was reinserted into the eye each time to continue the procedure. The procedure was completed. There was no patient harm.